Event description:
Four drops of blood on the floor. Blood was found on the inside of the chamber. Per the pump, 290 cc of blood infused. According to the blood sheet there should have been 350 cc of blood. The bag was completely empty. There was not blood on the patient and there were 4 drops of blood on the floor, drops inside the chamber and 1 drop on top of chamber on tubing. The insertion port on the bag of blood did not have any blood on it. The integrity of the tubing system was compromised. However, charge nurse and bedside nurse can not find the point where it is compromised.